Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing at 170,980 joules. The procedure was completed with a second fiber. "No injury to the pt was reported."

Manufacturer narrative:
Device code: refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.